Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent total knee procedure on (B)(6) 2015 and barbed suture was used. During closing the joint capsule, a reverse stitch was run with the suture, the suture was locked, the knee was put in flexion and the suture popped. A second like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.